Event description:
It was reported the lead displayed noise. A request for additional information was made, but not received. The lead remains in use and no patient complications have been reported as a result of this event.